Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker, it was noted by the nurse that the patient's heart rate dipped and random pacemaker spikes appeared on the telemetry monitor. Programming changes were made. The patient's condition was stable throughout the event.